Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's step father reported via phone call that the insulin pump received a low battery alarm. The alarm occurred about 12 hours after they inserted a battery. The battery did not last more than 1 week. The customer's blood glucose level was unknown. They also reported that they experienced a power loss alarm. The customer was advised to monitor the insulin pump and to call back if the issue continues. The next day the customer's step father called back to report that they received another low battery message indicating that the customer had 30 minutes to change the battery. The insulin pump was returned for analysis.